Event description:
A malfunction alarm occurred on a device worn by the customer, who uses a magsafe phone case. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump. After the reset, the malfunction code did not recur, and the customer was advised to call back if it happened again.